Event description:
The following problem was reported to agilent technologies: in 2000, when the pacer mode was turned on, the staff saw dashed lines on the ECG screen. The pt was switched to back-up equipment and there was no adverse outcome.